Manufacturer narrative:
"Hemospray in the treatment of variceal bleeds: outcomes from the international hemospray registry" hussein, m. 2019. Ugib abstract. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. In the instructions for use (IFU), the intended use of the device is stated to be "used for hemostasis of nonvariceal gastrointestinal bleeding." The article indicates that the device was used to treat variceal bleeds. Additionally, the IFU precautions, "like other modalities, hemospray may not be effective for all types of bleeds. Gastrointestinal bleeding may exacerbate existing comorbidities, increasing the potential for adverse events including patient mortality." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Cook became aware of the attached clinical literature article involving cook hemospray endoscopic hemostat. The following relevant excerpts were published: three out of four patients did not achieve initial hemostasis with hemospray (subject of this report). Data was pulled from patients during january 2016- november 2019 from 16 centers in the USA, UK, germany, france and spain. Hemospray was used during emergency endoscopy for a variceal ugib as a monotherapy, dual therapy with standard haemostatic techniques or rescue therapy once standard methods have failed. No further adverse effects were reported.